Event description:
It was reported that during a scheduled follow up visit erosion of the device was observed and the patient was experiencing pain. The device was to be repositioned and remain in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The data showed that no anomalies were found. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.